Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodged stent deployed at unintended site. Time of adverse event: during the procedure. It was reported that the eccentric, de novo lesion was in the mid left circumflex (lcx) lesion, which was heavily tortuous, heavily calcified, and had 90% stenosis. When the xience v stent advanced it could not cross the left main due to the calcification. Another guide wire was placed parallel to the first for add'l support and a second attempt was made to advance the xience v stent, but it still would not cross the left main. The xience v stent was manipulated against the resistance. Upon removal of the xience v, after the second failed cross attempt, the stent implant was noted to have dislodged. The guiding catheter was changed, but the guide wire was left in place and still crossed through the dislodged stent. A balloon catheter was used and advanced through the dislodged stent in an attempt to remove it from the pt; however, this was unsuccessful. This was attempted again with a second balloon that was a size up, but again it failed. The dislodged stent was deployed using another balloon catheter and was deployed between the left main and the circumflex. The kissing balloon technique was performed. The target lesion was treated with two promus stents and the procedure was completed. No add'l info is available.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A f/u report will be submitted with any relevant info.